Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst noted that since the lead was returned with the helix stretched, distorted/bent, the helix functions could not be tested.

Event description:
It was reported that during the implant procedure, the right ventricular lead was being positioned when the helix spontaneously extended causing it to stick in the middle of the ventricle. When the physician removed the lead, the helix was completely extended. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.